Event description:
Hcp reported patient experienced a jolt of stimulation. The stimulator was surgically revised resulting in spinal cord contusion. The device was explanted. The device was explanted but not returned to the manufacturer for analysis.